Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin syringes were mixed into the bd allergy syringe trays with bd safetyglide¿ needle. The following information was provided by the initial reporter: "our allergy group (copied) currently orders bd¿s intradermal allergy syringe under the allergy treatment syringe tray featuring ref (B)(4). Recently, we have started receiving an incorrect syringe meant for insulin injections mixed without clarifying or other documentation into ~25% of shipments."